Event description:
Pt has pain. Femoral stem amistem h was found loose 25 months post primary surgery. The revision surgery is under eval.

Manufacturer narrative:
The surgeon noticed the loosening on (B)(6) 2012; he informed medacta's representative in (B)(6), but we had info on family of product involved, code and lot number only, on (B)(6) 2012, after several requests. Document review: amistem h femoral size 3 lat - ref. 01.18.143/lot 092527 (40 stems produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. All the stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and we do not have evidences that the event is device related; stem loosening is a known complication of thr. Moreover, the revision surgery is not yet done nor planned; as soon as we have news about it, we will submit a follow up report.